Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error. The customer received the error after walking in the rain. The blood glucose reading was 222 mg/dl. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.